Event description:
It was reported that an occlusion alert on the infusion set and cartridge led to a prolonged pause in insulin delivery on the ilet pump. No action was taken to clear the occlusion, the user administered subcutaneous insulin by pen, and later received hospital treatment with IV insulin and IV fluids. When the pump was reconnected without a supply change, the occlusion alert persisted, and the user interface and troubleshooting steps were discussed with guidance to complete a full supply change and to delay pump reconnection after subcutaneous insulin. Symptoms included hyperglycemia reaching 400 mg/dl and elevated ketones. Outcomes included serious illness requiring medical intervention with IV insulin and fluids. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found and a usage problem identified, characterized as improper or incorrect procedure or method related to the user interface and a failure to recognize and resolve the occlusion. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.